Event description:
Caller indicated the relion confirm meter was giving high readings. Customer stated his reading was high. He received a reading of 359 and 185. He also stated he received 355 and 128 5 minutes apart on a separate day. He was feeling hot and shaky, but he did not treat his self with any medications. He stated that he only ate (B)(6). The customer was under the impression I was going to advise him on treatment due to the high readings. I explained I am not a physician or medical professional and cannot advise him. Customer also stated he normally takes insulin, novolog, and 2 units of lantus. Again, I confirmed with him if treatment was given and he stated he did not treat himself. Controls not used. Replacing product.

Manufacturer narrative:
The meter involved in incident was returned, but the test strips were not returned. The returned meter was evaluated with retention samples of the same lot of test strips involved in the incident and performed to specification. No failure detected.

Manufacturer narrative:
Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.